Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan result on the adc device in comparison to unspecified glucose reading on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced chills but was able to self-treat with lispro and lantus (insulin dose unspecified). The customer also received unspecified intravenous serum from a healthcare professional as treatment. Adc customer service confirmed that the medical event occurred on (B)(6) 2026 at 1:00 pm. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 167 mg/dl on the adc device was compared to a glucose reading of 82 mg/dl from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 15 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.